Event description:
It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later this electrode had a latitude alert for shock impedance greater than 400 ohms. The clinic will bring the patient in for a follow-up. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information. At the explant procedure, the electrode was found in two pieces. The system was successfully explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later, it was reported that this electrode had a latitude alert for shock impedance greater than 400 ohms. It was reported that, at explant, the electrode was in two pieces. The system was successfully explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. A visual examination determined the fracture was located approximately 325mm from the terminal end, (in the notch area adjacent to the sense b electrode). Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. This event is in CAPA -00005320 model 3501 fracture distal to sense b electrode location.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later this electrode had a latitude alert for shock impedance greater than 400 ohms. The clinic will bring the patient in for a follow-up. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information. At the explant procedure, the electrode was found in two pieces. The system was successfully explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later, it was reported that this electrode had a latitude alert for shock impedance greater than 400 ohms. It was reported that, at explant, the electrode was in two pieces. The system was successfully explanted. There were no additional adverse patient effects.